Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to electrodes out of cochlea and intermittencies to the internal device. The patient was reimplanted with another cochlear device during the same surgery.